Event description:
Customer reportedly received results of 144 mg/dl and 47 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with a snack and orange juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.